Event description:
During follow up in clinic, myopotential oversensing was observed on implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.